Event description:
New information received notes that during follow-up, loss of capture was once again observed. After device change-out for normal eri, the lead was tested. The threshold was still high, but better than with the previous device. The newly implanted device was reprogrammed and the lead remains implanted. Patient was not pacemaker dependent and there were no complications.

Event description:
New information received notes that during follow-up, high capture threshold and a decrease in r wave amplitude were observed. Programming changes were made and the lead remains implanted. No further information is available.

Event description:
It was reported that during follow up, loss of capture was observed. Programming changes were made. Lead remains implanted. The patient is not pacemaker dependent and his condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.